Event description:
It was reported that suture placement was successful with two proglide devices in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 7f and during the aaa procedure the sheath was upsized to a 16f. Reportedly, after successful arteriotomy closure the patient "coughed" and bleeding was noted at the access site. Manual compression was applied to assure hemostasis was achieved. The physician was not sure if the bleeding was arterial bleeding or just oozing. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device, however, is in-training in preclose technique for large hole closure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.